Event description:
The customer noted that the alarm is broken and the indicators are not working. There was no patient incident or injury reported. Evaluation for the returned product shows that the unit powered on. When tested the low battery indicator did not work.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for leaking due to a cut/hole in the tubing (3-4" inches from the base of the patient connector). Root cause cannot be confirmed for the cut/slice/hole in the tubing. No batch review was performed, since the lot number is not available. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
Leakage was found from the tubing of the transfer set and the tubing had a scar. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.